Event description:
It was reported that the device would not work. There was no report of pt involvement or surgical delay related to this event.

Manufacturer narrative:
Investigational findings: an evaluation confirmed the reported problem that the unit did not work. Further investigation found that the handpiece has the potential to activate on its own, when connected to the console. A design change has been implemented for this failure mode. This product will continue to be monitored for failures. There have been no reported injuries associated with this failure mode.